Manufacturer narrative:
(B)(4). Date sent: 5/2/2023. D4: batch # unk. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Information about the patient is unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the gastroplasty procedure, the surgeon triggered the endostapler at the second stapling of the procedure (green reload) and when opening the endostapler jaw, observed that the staple line was with most of the staples open. Then he needed to perform another stapling behind this first line of staples that had not been perfect, which caused the use of the eighth reload. Procedure delayed 15 minutes, completed successfully. No patient consequences reported. No further information is available.